Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) was unable to charge the device and did not have their programmer or remote required for charging. The patient may not be using the ins anymore not working anymore, and it was noted that the patient may not be using their therapy anymore. The device was reported to be dead. An inquiry was made regarding the possibility of conducting magnetic resonance imaging (MRI) for the patient. MRI guidelines were explained. Additional information was received from patient (pt) who reported that the implantable neurostimulator (ins) did not work for patient. They reported when they laid back the stimulation increased to an uncontrollable level. They reported when patient was up and around the stimulation was ok. They stated when patient felt pain they were supposed to use the remote to adjust the stimulation however, they were unable to think well enough to change it. Patient gave up and did not feel the benefit of having the device. They reported they had this new model replaced in 2021 which was easier however, patient is not good with new technology. They reported they are making arrangements to have the device removed.